Manufacturer narrative:
(B) (4). (B) (4). Damaged clamping mechanism. Evaluation summary: the analysis results found that the device was in good visual condition and with no reload present. The device was noted to have the clamping mechanism damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found damaged. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colorectal procedure, the closing trigger was not working. There were no adverse consequences to the pt.